Manufacturer narrative:
Corrected information can be found in b5, d1, and d9.

Event description:
The customer provided updated information on 01-dec-2023 the correct item number is b33004, unknown lot number with product description of 6" smallbore ext set w/microclave®, clamp, microclave® t-connector w/rotating luer for the set involved in the event.

Manufacturer narrative:
Device was returned to manufacturer on 8-nov-2023. The shuntless microclave of the b33004 extension set assembly was received and confirmed with the seal stuck down with the spike being observed to be dry near the tip. This type of seal stick down is typical of a dry spike resulting from spotty lubrication application during assembly in salt lake city. A lot review could not be conducted because no lot number(s) was/were identified.

Event description:
The incident involved a 5" (13 cm) appx 0.23 ml, smallbore ext set w/microclave¿ t-connector, rotating luer on an unspecified date. The report stated that on the t-piece of a piv the blue caps negative pressure valve was stuck compressed down. Blood started backing up in the IV and flowing out of the blue cap when a flush was not attached and the line was not clamped. The t-piece was changed and IV flushed. There was patient involvement and no report of patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.